Manufacturer narrative:
As of (B)(4) 2014, intuitive surgical has learned that the site has no intention on returning the affected part for further analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the staff reportedly observed a broken needle on the large needle driver instrument. Intuitive surgical has since followed up with the site and learned that the cable on the instrument was noted to have broken. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.